Manufacturer narrative:
Product has not been returned. Additional event information has been requested, but not received. A review of the lot manufacturing records is in progress.

Event description:
Medwatch report received from FDA, mw5083101. Through the medwatch program it was reported that on (B)(6) 2018, a plastic surgeon removed localized fat from the lateral part of the thighs and abdomen on a patient. During the procedure, the wetting solution was of about 600ml for each side at the lateral thighs; at the same areas the probe of three rings; the settings were at 80%. Energy was delivered for 5 minutes and 43 seconds to the right side and 5 minutes to the left side. The energy was only delivered to the deep layer of the fat. Superficial layers were left untouched. No malfunction indication appeared on the device during the procedure. Patient was discharged with no issues. A few days later, the patient returned with a very severe burn which involved the whole thickness of the skin and fat, up to the underlining muscles on both thighs and a smaller grade at the lateral part of the abdomen. The burn area was extended to the limits and sometimes beyond the limits of the localized fat. Additional event information and pictures have been requested, but not received.

Manufacturer narrative:
Product has not been returned. The doctor indicated they believed the unit was part of a recall. However, upon receiving the serial number from the doctor, it has been confirmed this unit was not affected. A review of the lot manufacturing records is in progress. The distributor confirmed that the system was working properly upon delivery. Additional event information has been requested, but not received.

Manufacturer narrative:
The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. System has no system/data logs that can be reviewed. Product was requested, however the doctor did wish to not return. The safe and effective use of the system, to a large degree depends on factors solely under the control and training of the operator. The system should not be used adjacent to or stacked with other (non-solta medical) equipment as this can result in unsafe treatment conditions. It is unknown if another system was used during treatment. No product was returned for evaluation. No system malfunctions were stated to have occurred during treatment. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for the serial number. Based on the available information, no casual factor can be determined, and no conclusion can be drawn.